Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet ii console was jumping/vibrating extremely and the cart was bouncing. Additionally, it was reported that three different handpieces were not able to prime properly and work where the saline would come out of the hand piece tip.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. The functional inspection was performed and showed the console passed functional testing and all functions perform as expected which could not establish a relationship between the device and reported event. No jumping or vibrating was observed, the probable root may include a connection issue. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.